Event description:
Device malfunction: none. Symptoms/ae: neurological, clot removal procedure. Time of ae: after the procedure. It was reported that during a left internal carotid artery stenting procedure, after successful deployment of the emboshield embolic protection device, the patient developed right-sided weakness, expressive aphasia and deviation of the tongue. The xact stent was deployed successfully and the embolic protection device was removed without issue. The patient was transferred the day of the procedure to another facility where a merci retrieval system was used to successfully remove a clot. One day postprocedure, there was a complete resolution of the neurological symptoms. Although requested, there was no additional information provided.

Manufacturer narrative:
There was no device malfunction reported. Neurological symptoms and emboli are known possible adverse events associated with the use of the device as listed in the emboshield instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.